Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection, pain at the pocket site, and that the ins had broken through skin. The device was removed and it was noted the issue was resolved at the time of the report. No further complications were reported.